Event description:
In situ testing showed affected channels after the user had hit her head twice. The user has reportedly never received benefit from the device because it was not worn consistently. The user has been explanted.

Manufacturer narrative:
Damage to the active electrode which is consistent with minute device mobility was determined to have led to device failure over time due to fatigue breakages. In addition the recipient experienced occasional dizziness and headache. The reported symptoms are known post-operative side effects of ci implantation. Also, in this case they might be related to unrelated medical issues as the recipient has also other types of pain in her body. This is a final report.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
In situ testing showed affected channels. The user has requested to have the device explanted.